Manufacturer narrative:
UDI: (B)(4). This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-00006 the devices are to be returned for evaluation. Investigation is underway.

Event description:
As reported by the field clinical specialist for the partners 3 mitral clinical study, a 29mm sapien 3 valve ¿tore¿ the 29mm commander delivery system balloon when aligning the valve on the balloon. The valve alignment is usually performed outside the sheath, however, it is possible that the sheath split and an attempted to align the valve was performed within the sheath. The balloon was caught onto the distal end of the valve.  Withdrawal difficulties with retrieving the valve back through the 16f e-sheath were encountered. At the proximal end of the valve where the skirt was, ¿the valve prongs were sticking out.¿ a cutdown had to be performed to remove the entire system. A kink was noted and upon retrieval the whole balloon was on top of the valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI  (B)(4). The valve was returned crimped on to a separated inflation balloon after used in procedure. Visual inspection valve observed the following: bent struts on inflow side, struts bent on outflow, struts exposed through skirt and no other abnormalities observed on returned valve. Procedural and patient imagery was provided for evaluation. Review of the procedural imagery revealed the following information relevant to the complaint event: valve with bent struts outside of torn sheath and crimped valve experiencing valve diving, bent strut, flex shaft compression while passing through sheath. Additionally, the 3mensio report was provided but no relevant information was found. No functional or dimensional testing was able to be performed due to device returned condition (frame bent/distorted). The complaint was confirmed through visual inspection. A device history review (DHR) was performed and the work orders that relate to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed. The work orders did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other complaints related to ¿frame ¿ damaged-during use¿. A review of complaint history for the sapien 3 (all sizes) from january 2018 to december 2018 revealed other returned complaints for ¿frame ¿ damaged-during use¿. A review of complaint history reveals that the complaint occurrence rate did not exceed the december 2018 control limit for the ¿valve damaged¿ trend category. No instructions for use or training deficiencies were identified. Manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. The complaint for ¿frame ¿ damaged-during use¿ was confirmed based on the provided imagery and visual inspection of the returned device, but no manufacturing non-conformances were identified during evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. As reported, ¿the balloon was caught onto the distal end of the valve¿ during valve alignment. This suggests that valve diving occurred during valve alignment. Although details of the patient vasculature were not included, mitral procedures generally involve a lot of bending during navigation that may have led to valve diving during valve alignment and may have initially bent the frame struts. Additionally, it was reported that ¿withdrawal difficulties with retrieving the valve back through the 16f esheath were encountered.¿ this could be due to the valve diving on to the flex tip and becoming canted. It is likely that excessive force was used in an attempt to retrieve the valve through the sheath, especially when the liner of the sheath has been torn and frame struts have been bent. With the valve not seated correctly, the struts may have caught on the sheath distal tip causing the struts to bend further. The severe gouges on the flex tip, flex shaft compression and torn crimp balloon found during visual observations of the delivery system further support that excessive force was used during system removal through sheath. Withdrawal of a torn balloon can cause additional difficulties during device removal. The inflation balloon legs can become stuck on the tip of the sheath or liner during removal. Manipulation of the device to overcome the withdrawal difficulty (high pull force) could cause additional damage to the frame struts. Available information suggests patient (vessel tortuosity) and/or procedural factor (withdrawal difficulties) contributed to the complaint events. Based on the provided imagery, the complaint for ¿frame ¿ damaged-during use¿ was confirmed. However, no manufacturing non-conformances were identified. Available information suggests patient (vessel tortuosity) and/or procedural factor (withdrawal difficulties) contributed to the complaint events. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the complaint occurrence rate did not exceed the december 2018 control limit for the applicable trend category, neither a pra nor corrective or preventative action was required.